Manufacturer narrative:
Information is unavailable, device was not returned for evaluation.

Event description:
It was reported that the device was being used during a gastric bypass. After firing, the instrument jaws would not open.